Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hole. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a defective device was confirmed by failure analysis. Common causes of frayed instrument pitch cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: I am an intuitive csr. These are medical devices that were not returned by ms. (B)(6)'s predecessor. No patient incidents are known to date, nor is there any damage to patient equipment. Ms. (B)(6) is unable to provide further information on the returns as she was not in the position at the time.